Manufacturer narrative:
The explanted device was not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and non-boston scientific right ventricular (rv) lead issued a red alert in the patient's remote monitoring system, due to a high, out-of-range shock impedance measurement. A boston scientific technical services consultant reviewed the available data and confirmed the shock impedance was greater than 200 ohms. The patient was seen in the clinic to evaluate the lead and it was reported to be malfunctioning. The field representative reported the lead malfunction was likely verified via x-ray and lead measurements taken in the clinic. It was later confirmed that the lead and device were explanted and replaced. No additional adverse patient effects were reported.